Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was in the clinic on (B)(6) 2019 for a pump refill. There were no complaints to the hcp at that time. The patient's pump was refilled. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient did not think the pump was working because it was not controlling her pain. He had been trying to contact the healthcare provider (hcp) but had not been able to. The event date was for "the last couple of months," relative to (B)(6) 2019. There were no further complications reported at this time.